Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00671. It was reported that during an implant surgery, high impedance was recorded on both leads. The extensions were removed from the ipg and re-inserted but to no avail. As a result, both extensions were removed and replaced thus extending the procedure by 25 minutes. Issue was resolved post operatively.